Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon slow deflation and stent foreshortening occurred. The target lesion was located in the proximal left anterior descending artery. A 3.5x24mm synergy stent was deployed to treat the lesion. It was reported that the balloon of the stent delivery system (sds) took over a minute to deflate. During removal of the stent delivery system, it was noted that the stent appeared to be shortened. Patient's stentboost imaging revealed the stent had concertinaed from distal to proximal end and was shortened by 5cm. The physician then deployed a second synergy stent to cover the shortened area of the 3.5x24mm synergy stent and the procedure was completed. No patient complications were reported and the patient's status is fine.